Event description:
A medical assistant reports a (B)(6) female pt started hyalgan (solium hyaluronate), one intra-articular injection in bilateral knees for 3 times starting (B)(6) 2012 for an unknown indication. The pt's relevant medical history, relevant concomitant medications and past medications are unknown because the medical assistant does not have time to stay on the phone. On (B)(6) 2012, she had her third injection. On (B)(6) 2012, the pt was hospitalized for right hand numbness and she could not continue to get a fourth or fifth injection. As of (B)(6) 2012, the pt has discontinued the hyalgan injections and the outcome of the right hand numbness is unknown. The medical assistant said she would call back to provide more information and that she had to cut the call off. No further information could be gathered for the report.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the FDA granted the permission for the manufacturer fidia farmaceutici (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici (B)(4) and imported into the USA by (B)(4). As a consequence, fidia farmaceutci (B)(4) (the manufacturer) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The quality assurance dept at fidia farmaceutici (B)(4) has performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 137400. From this evaluation, no anomaly was found; the lot is considered in compliance with the specification.